Event description:
It was reported that it was difficult to interrogate the loop recorder. After a couple of attempts the device could no longer be interrogated and exhibited an error message. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.